Event description:
The biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings on all the leads. They were trying to view 4 leads on a simulator but only lead ii was seen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings on all the leads. They were trying to view 4 leads on a simulator but only lead ii was seen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: pu-681ra; serial #: (B)(6); device manufacturer data: 03/03/2020; unique identifier (UDI) #: (B)(4); returned to nihon kohden: na. Org: model #: org-9110a; serial #: (B)(6); device manufacturer data: 04/24/2019; unique identifier (UDI) #: (B)(4); returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings on all the leads. They were trying to view 4 leads on a simulator but only lead ii was seen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings on all the leads. They were trying to view 4 leads on a simulator but only lead ii was seen. No patient harm was reported. Investigation summary: the reported issue was confirmed, and the root cause of the reported issue is due to main board failure caused by an electronic component failure. No further investigation will be performed. There was no patient involvement, no injury, no harm, nor any adverse event, due to the reported issue. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: pu-681ra, serial #: (B)(6), device manufacturer data: 03/03/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, org: model #: org-9110a, serial #: (B)(6) device manufacturer data: 04/24/2019, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na, additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.